Event description:
It was reported that a patient underwent a procedure on the carotid artery on (B)(6) 2012 and suture was used. The patient required a re-operation several hours later for suture breakage. The surgeon completed the procedure with a same like device. Additional information has been requested.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for knot pull tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01210. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that during the initial procedure, double swaged suture was placed in the carotid bifurcation with a classical overlock stitch. The suture broke in the middle, at the first knot. The surgical intervention performed was a carotid arterectomy with technical ease and clamping for eight minutes.